Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 38 mg/dl at the time of the incident. The customer declined troubleshooting for low blood glucose. The customer¿s blood glucose was 175 mg/dl. The customer had glucose tabs along with milk and a piece of toast with peanut butter on it. The customer believed that the low blood glucose was because of not having a sensor on. The insulin pump will not be returned for analysis.